Event description:
The complainant reported the purge clip broke on the aic (automated impella controller). It was reported that the initial console was replaced, and the case continued. No harm or injury noted.

Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.